Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The product was not returned; therefore, a functional evaluation cannot be performed.. A visual evaluation was performed based on photos provided which showed a kink/break at the fiber body thereby confirming the as reported event. Due to the lack of the device to perform a physical evaluation, the exact cause that contributed to the reported fiber break remains unknown. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the physician introduced the fiber into the patient and activated the coagulation function. The physician suspected a fiber body break because the aiming beam was observed to stop at the proximal section of the fiber body. The facility did not have a new fiber, so the physician performed a transurethral resection of the prostate (turp) to complete the procedure. There was no direct damage to the patient and was fine following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the fiber break is confirmed as functional testing identified a fiber body break distal from the control knob. It is possible that the fiber body break occurred during manipulation at preparation, unpacking or handling during setup. However, based on the information available, there is not enough information regarding the beginning of the procedure to suggest that the failure was due to user interaction. Therefore, the exact cause that contributed to the reported and confirmed break cannot be established. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The fiber was functionally tested with helium-neon (hene) laser fixture. A break in the fiber body was confirmed at about 73cm distal from the control knob, between the connector and the control knob. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the physician introduced the fiber into the patient and activated the coagulation function. The physician suspected a fiber body break because the aiming beam was observed to stop at the proximal section of the fiber body. The facility did not have a new fiber, so the physician performed a transurethral resection of the prostate (turp) to complete the procedure. There was no direct damage to the patient and was fine following the procedure.

Event description:
It was reported during a photoselective vaporization of the prostate (pvp) procedure the physician introduced the fiber into the patient, and upon activating the coagulation function, the fiber turned red. The physician noticed that there was a break on the proximal section of the fiber. The facility did not have a new fiber to continue with the procedure; therefore, the physician chose to complete the procedure with transurethral resection of the prostate (turp) method. There were no patient complications due to this event.